Event description:
As reported by the edwards field clinical specialist, upon removal of the delivery sheath following a successful transfemoral procedure, it was noted that the white tip was partially torn from the main body of the catheter. This patient had severe access vessel calcification, with mild tortuosity. The minimum luminal diameter (mld) was 7mm. The access was reported to be generally difficult as the arteries were highly calcified.

Manufacturer narrative:
The device was returned to edwards for evaluation. Visual inspection showed that the distal tip was partially separated from the shaft. Heavy scratches were noted on the tip and shaft to the proximal end of the device. DHR review revealed no manufacturing issues that may have contributed to the complaint. Product verification testing for this lot shows a lower tolerance limit for the sheath shaft to ro tip bond, meeting the specification. 100% inspections are performed during manufacturing to ensure the integrity of the ro tip bond. Sheath tubes will not be accepted if they have ¿interface showing incomplete fusing, over-stretched material, excessive steps or bumps, serrated transition, holes or rough surface¿ after the tip is bonded to the sheath and after cutting and forming the tip. A 100% final inspection to visually inspect the bond/interface between the two tubes, under 10x magnification, with the same acceptance criteria stated above. These inspections make it unlikely that a manufacturing non-conformance contributed to the reported complaint. A partially separated sheath tip was confirmed; however, heavy scratches were noted on the returned device tip and along the shaft, which is consistent with contact with the reported highly calcified ilio-femoral arteries. In addition, the mld for a 23fr sheath is 7mm. In this case the vessel was 7mm. The borderline vessel size, in combination with severe calcification and mild tortuosity, and difficult insertion, likely cause or contributed to the reported event. The complaint was confirmed but no manufacturing non-conformances or labeling inadequacies were identified. Review of complaint history revealed that the occurrence rate does not exceed (B)(4) 2014 control limits for this failure mode. Therefore, no further preventive or corrective action is required.